Event description:
The patient received two leads with the same lot number. It was reported the patient had ineffective stimulation and was also receiving unwanted stimulation in the abdomen. X-rays were taken which revealed one lead had moved proximally 2 vertebral segments. It was reported the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.